Manufacturer narrative:
Currently, it is unknown to what extent the patch 2 may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant of patch 1, patch 2, or both, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard device patch 2. An additional emdr was submitted to represent the bard device patch 1. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of two recurrent incisional hernias. As reported, two bard/davol ventralex hernia patch meshes were implanted into the patient during this procedure; patch 1: reference number 0010301, lot number huyg0715 and patch 2: reference number 0010303, lot number huye0378. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the patch 2 may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant of patch 1, patch 2, or both, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of ventralex mesh, patient was diagnosed with adhesions and pain thereby underwent repair. The instructions-for-use supplied with the device lists adhesion and pain as possible complications. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11 corrected fields: h4 (manufacturing date) this supplemental emdr represents the mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of two recurrent incisional hernias. As reported, two bard/davol ventralex hernia patch meshes were implanted into the patient during this procedure; patch 1: reference number 0010301, lot number huyg0715 and patch 2: reference number 0010303, lot number huye0378. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with recurrent incisional ventral hernia x2 thereby underwent open hernia repair with the implant of two ventralex mesh (device #1 & #2). Per operative notes,"the inferior hernia defect was identified and sac was dissected. A ventralex mesh (device #1) was placed as an underlay and sutured circumferentially with sutures, tails were resected. The superior defect was then identified and sac was dissected. A ventralex mesh (device #2) was placed underlay and sutured, tails were resected." On (B)(6) 2015 - patient was diagnosed with vaginal wall prolapse, rectocele thereby underwent robot-assisted laparoscopic extensive adhesiolysis, sacral colpopexy and bilateral salpingo-oophorectomy with the implant of sling mesh. Per opertive notes, "lysis of adhesions of the loop of small bowel to free it completely. The anterior aspect of the vagina was dissected back untill the previously placed mesh. The prolene mesh was then inserted and attached to the anterior and posterior aspects of the vagina using sutures. The tail of the mesh was then secured to the sacral promontory with sutures. The lower edge of the previously placed mesh had peeled off the anterior abdominal wall which was reattached it to the peritoneal surface using sutures." Attorney alleged that the patient had bowel obstruction, pain and hernia recurrence. It was also alleged that the mesh folded over on itself exposing prolene portion of mesh to small bowel and causing dense adhesions.